Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii. It was reported that the patient needed to have her ins taken out. It was ¿crashing¿ her spine. It started at the tailbone area and moved all the way up. The patient stated that the ins had been moving around. The patient had seizures and she had a seizure that moved the ins. When the ins moved around it made her left leg swell and she was in the hospital twice over it. The patient came off all her medications so that she could feel everything because her left leg kept swelling. The patient also always had pain from the device. She took herself off all the medications so that she could feel pain all the way. It was noted that the patient¿s device needed to be removed but that nobody wanted to touch it. The patient had a computed tomography (CT) scan that showed that ¿they¿ cut the patient all the way from her buttock, up her spine, and ¿they¿ even cut her shoulder blade. It was noted that everyone was asking why they cut her shoulder blade. The patient was to follow-up with a healthcare professional and wanted the ins out. The ins moving and "crushing" the patient¿s spine began a year or two prior to (B)(6) 2016. The patient last had a seizure a year prior to (B)(6) 2016 but the ins started moving before that. The pain had occurred since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.